Event description:
The pt used the suspect device to check blood glucose and obtained a result of 394 mg/dl. Pt then administered insulin. Later pt passed out and emt's were called. Emt's checked pt's blood glucose at 52 mg/dl. Pt was treated with a glucose shot. Pt did not use glucose controls on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.